Event description:
It was reported that prior an afib procedure, there was no communication between workstation and piu on this c3 system. Changing the fiber optic cable and rebooting the system did not resolve the issue. Also the location pad extension cable had a connector that had been rotated 90 degrees from the alignment mark. This indicates that if this connector fails, it could cause equipment damage and risk to the patient due to exposed wire, making this event reportable.

Manufacturer narrative:
(B)(4). It was reported that prior an afib procedure, there was no communication between workstation and piu on this c3 system. Changing the fiber optic cable and rebooting the system did not resolve the issue. Also the location pad extension cable had a connector that had been rotated 90 degrees from the alignment mark. This indicates that if this connector fails, it could cause equipment damage and risk to the patient due to exposed wire, making this event reportable. Field service engineering was unable to duplicate error code#1 (i.e. No communication from piu to ws) and all functional test passed. Without being able to duplicate the error, field service engineering replaced the two cards in the piu that handle communications (i.e. Main module and dc/dc). Field service engineering followed all functional test passed (e.g. ECG, acl, magnetic, cube, noise, pacing, etc.). System is ready for use. Both replaced cards were tested and found functional. Issue on main card: unable to duplicate complaint. Performed acceptance test procedure on maincard, system passed all test and is fully functional. Left carto3 system on for 48 hours and no problem found. Issue on dc/dc card: unable to duplicate complaint. Performed acceptance test procedure on dc/dc card, system passed all test and is fully functional. Left carto3 system on for 48 hours and no problem found. Field service engineering noticed one of the lp extension cables had a connector that had been rotated 90 degrees from the alignment mark. Replacement lp extension cable was delivered to the hospital as well as the replacement fo cable per the customer request. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
Manufacturer ref # (B)(4).